Event description:
This spontaneous case was reported by a consumer and describes the occurrence of gastrointestinal injury ("one went through her uterine wall, then wrapped around and poked 4 holes in her lower intestines") and uterine perforation ("one went through her uterine wall, then wrapped around and poked 4 holes in her lower intestines") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion medically significant) and uterine perforation (seriousness criterion medically significant). At the time of the report, the gastrointestinal injury and uterine perforation outcome was unknown. The reporter considered gastrointestinal injury and uterine perforation to be related to essure. The reporter commented: she had essure placed, one of the coils went in beautifully. The other one went through her uterine wall, then wrapped around and poked 4 holes in her lower intestines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.